Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a discrepant result. Results (ng/ml). I-stat, result: 0.1, time: unk. I-stat, result: 0.0, time: unk (repeat). The suspected discrepant results were not released to a physician or caregiver. Based on the info available at the time, there were no injuries associated with this event.